Event description:
It was reported that the ilet user experienced a low glucose alert while the pump displayed the fill tubing screen, after which the user disconnected, changed supplies independently due to concern, and later resumed insulin delivery without further issues. User noted continuous glucose monitor (cgm) reading of 78 mg/dl with no reported values below 70 mg/dl. No reported symptoms. Outcomes included self-treatment of the low glucose alert and continuation of therapy without hospitalization or injury. Investigation included review of device use and counseling on limited access mode; the user declined limited access mode and reported the pump was in a belt clip while moving. Investigation of this case revealed that the episode was transient and resolved after supply change and reconnection, with no device alerts or alarms and no impact on blood glucose beyond the initial low alert. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the system during the fill tubing screen and subsequent supply change, with normal device function after resumption of delivery.